Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient removed supplies for a scheduled scan, then applied a new dexcom g6 sensor and experienced repeated failures to start the sensor until the ilet system was restarted, after which the device began searching for the transmitter. Symptoms included no available continuous glucose readings. Outcomes included no alerts or alarms and no reported medical intervention or hospitalization. Investigation included remote troubleshooting and user education, including device restart and guidance to monitor for successful pairing. Investigation of this case revealed a pairing failure between the cgm sensor and transmitter following supply removal and reapplication, consistent with communication or setup issues between system components. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and transient communication failure.